Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the right atrial lead exhibited noise that let to inappropriate auto mode switch. The device was successfully reprogrammed. The patient was stable during and post event.